Manufacturer narrative:
Investigation found an 0x14 alarm in the device data, indicating the pod is occluded. Timeouts were observed at the end of the data. However, no abnormalities were observed in the rotational sensor data. Thus, the device was reset and delivered a 5u bolus. The rerun data did not generate any alarms and did not show any timeouts or drive stalls. Investigation of the cannula assembly found a leak on the exposed portion of the soft cannula. Fluid was observed flowing out of an external tear, diverting the fluid from following its intended path. Although the damage was observed on the soft cannula, the timing and cause could not be determined. Further investigation of the device did not find any other damages or abnormalities that could contribute to the observed occlusion alarm. Therefore, the exact cause of the observed hazard alarm could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patients blood glucose level rose to 334 mg/dl while wearing the pod between 36 and 48 hours on the leg.